Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d9, h6.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade I. The device has been explanted and replaced. It has been determined that the device was intact upon explant and this record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported "rupture/deflation". This record is for the right side. Device was explanted and replaced.